Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The device lot number is not available / not reported. The expiration date of the device is not known. The unique identifier (UDI) is not available. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: (B)(4). The device manufacture date is not known as the device lot number is not available / not reported. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008114965-2019-01013. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure, it was reported that the thermo-mechanical coils (catalog/lot numbers: unknown) obstructed the exit point from the microcatheter causing the coil to become stuck in the microcatheter. It was reported that there was possibly coil entanglement. Limited information is available. Additional information is pending. It was reported that both coils were eventually deployed. There was no report of any patient injury or complication. The product was reported as not available to be returned for evaluation and analysis.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on 5/21/2019. The healthcare professional reported that during the coil embolization procedure to treat a ruptured aneurysm, it was reported that there was possibly coil entanglement and the offending coil was removed; the delivery wire was inserted back into the sl-10® microcatheter (stryker). The coil was reported to have a bend in it, when it was removed but still attached to the delivery system when it was removed; the coil was reported as never been detached. Adequate and continuous flush was maintained through the microcatheter. It was reported that the procedure was completed using the same microcatheter with competitor coils (stryker). The event resulted in a 10-minute delay which was not considered clinically significant. There was no report of any patient injury or complication. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008114965-2019-01013 and 3008114965-2019-01014. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on 6/3/2019. Conclusion: the healthcare professional reported that during the coil embolization procedure to treat a ruptured right dural arteriovenous fistula (davf) with tortuous anatomy, a 1mm x 1.00 galaxy g3 mini coil (glm910010 / l13669) was selected as the first coil and was implanted without any incident. The 1mm x 4cm galaxy g3 mini coil (glm910040 / l11780) was the third coil to be used; the coil was advanced in to the excelsior sl-10® microcatheter (stryker) where it became stuck in the distal end of the microcatheter and possibly became entangled with the tail of the second coil that was previously implanted. The tail of the 1mm x 2cm galaxy g3 mini coil (glm910020 / l14092) had protruded into the parent vessel and obstructed the exit point of the microcatheter. The 1mm x 4cm galaxy g3 mini coil was removed from the microcatheter. Upon removal, it was noted that the coil was kinked/bent but was still attached to the delivery system. The procedure was successfully completed using the same microcatheter with competitor coils. There were no patient complications reported as a result of the event; a 10-minute delay in the procedure due to the event was reported, but it was not deemed clinically significant. There was no reported difficulty tracking the excelsior sl-10® microcatheter to the target site, despite the reported tortuous anatomy. There was no excessive manipulation / torqueing required. The concomitant microcatheter did not kink nor bend at any time. There was an adequate and continuous flush maintained through the catheter. Images were returned for analysis and independent physician review was performed. ¿there are several non-subtracted fluoroscopic images included, which demonstrate a small coil mass near the tip of a microcatheter. Per the report, this is a case of a coil not being able to successfully exit the microcatheter due to the tail of the previous coil partially or completely obstructing the exit from the microcatheter. This is a well-known phenomenon that requires the surgeon to manage and is related to the surgical technique. This can occur with any coil and is not related to the coil itself for the design of the coil.¿ physician name and date reviewed: (B)(6), june 10, 2019. Coil entanglement, impeded in microcatheter, protrusion into parent vessel, and kinked/bent are known potential complications associated with the use of embolic coils in endovascular embolization. The root cause of the event could not be conclusively determined; however, ruptured fistulas are difficult to treat. Review of the available information suggests that the 1mm x 2cm galaxy g3 mini coil herniated from the fistula following detachment, became anchored with the 1mm x 4cm galaxy g3 mini coil, and obstructed the distal tip of the microcatheter, preventing further advancement of the 1mm x 4cm galaxy g3 mini coil. The 1mm x 4cm galaxy g3 mini coil was removed without incident; however, the protruded coil necessitated the introduction of a microwire to push the tail of the coil back into the fistula. Assignment of root cause for the event remains speculative and inconclusive; however, it is possible that clinical and procedural factors, including fistula/vessel characteristics, device manipulation, and device interaction, may have contributed. Since the reportable alleged failures of coil entanglement and protrusion into parent vessel required the use of a microwire to preclude permanent impairment/injury, the 1mm x 2cm galaxy g3 mini coil event meets MDR reporting criteria as a ¿serious injury¿. The coil entanglement and kinked/bent associated with the 1mm x 4cm galaxy g3 mini meet MDR reporting criteria as a ¿malfunction.¿ based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l11780) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported customer complaint that the 1mm x 4cm galaxy g3 mini coil was impeded in the distal end of the microcatheter and was kinked upon removal could not be confirmed through functional analyses. The issue related to the possible entanglement with the protruded tail of the previously implanted coil is specific to the context of the procedure and device handling and manipulation; the product analysis lab would not be able to perform appropriate testing for this issue. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008114965-2019-01013 and 3008114965-2019-01014. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.